Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  No product has been returned for inspection at this time. This is the only complaint to have been received from this manufacturing lot. Without any product to inspect, a specific cause for the issue cannot be established; however, the fracture of a drill bit tip with bone of high density is not unexpected, and could be exacerbated by multiple factors, such as previous use/misuse of the bit, drill speed, condition and use of drill guides, and applied pressures and angles of approach. Should the complaint unit be returned from the field at a later date, this complaint can be reopened and further investigated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product was not returned for evaluation.

Event description:
It was reported that the tip broke during a procedure due to problematic bone density of patient.